Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Patient returned 7 days after being sutured, knots were undone. The wound had to be re-sutured.